Manufacturer narrative:
Additional information: the actual device was not available; however, four (4) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was also performed on the companion sample with no issue noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a capd disconnect y-set had a broken drain bag. This was identified by the patient at home during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.